Manufacturer narrative:
Correction - h6 (device code, results code and conclusion code). The reported event could be confirmed based on available medical records and healthcare professional assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿the tibial component shows clear radiolucence and some cavities, the anterior and medial part of the component is clearly subsided and migrated. The pe cannot be assessed directly, but there are no indirect signs of breakage or migration. The talar component shows radiolucence and some smaller cysts, from the CT only, this can be interpreted as being loosened. Migration is possible, but it cannot be confirmed with the CT scan only.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused by presence of cavities and cysts around the components if device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for possible loosening.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for possible loosening.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.